Event description:
It was reported that when patient presented in clinic for a scheduled follow up visit, myopotential oversensing inhibition was observed on the device. Patient was asymptomatic. Upon review of session records, low level, high frequency noise was inhibiting pacing. Some programming changes were made. Further testing was recommended. Patient will continue to be monitored with routine follow up. Patient was stable throughout the device interrogation.